Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead had dislodged and lost capture. The lead was successfully repositioned and remains in service with no further issues. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).